Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 4.0x15mm nc trek rx balloon dilatation catheter (bdc) was advanced without resistance for post dilatation and inflated once inside a stent. The balloon failed to deflate. The indeflator was holding a constant negative. There was no difficulty removing the stylet or protective sheath and the device was prepared (air aspiration) outside of the anatomy prior to use. The contrast mix was 100% contrast. The balloon was unable to pull back into the guide catheter and as it was being pulled through the sheath, the shaft separated just outside of the sheath distal to the superficial femoral artery (sfa). The guide wire, balloon, and guide catheter were all removed together with the separated portion. The physician performed an x-ray to confirm no broken pieces were left in the patient anatomy and nothing was found. Another new guide wire and post dilatation balloon were used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported separation was confirmed. The reported deflation issue and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that 100% undiluted contrast was used in the procedure. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. In this case, it is likely that the concentrated contrast solution contributed to the reported deflation issue. The investigation determined the reported deflation issues appears to be related to user error; however, the reported difficulty removing the device and separation appear to be related to circumstances of the procedure. Furthermore, it is likely that the reported difficulty removing the device resulted from the balloon being removed partially inflated as deflation could not be achieved and subsequently the device separated during removal. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.